Manufacturer narrative:
H6: device code corrected to c63215. C62955 no longer applies to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information received.

Manufacturer narrative:
Concomitant medical products: product ID 37603, serial# (B)(4), implanted: (B)(6) 2016, product type implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the patient had an incident 5 months prior to date notified where their body slowly pulls over to the left side and their head feels heavy, with the problem lasting for a few hours. It was stated that the patient was at a slot machine at this time and was removed from the slot area via a wheelchair. The patient also has left the "vim implant at the time," but since having their right side implanted they recently had an episode where their right side is effected. This also happened a couple times to the patient in front of their computer, but went away when they moved away from the computer. The patient normally has a lot of tremors when therapy is off, but didn't report tremors at the time of the episodes of being pulled to one side of the body. The manufacturer representative (rep) advised the patient to check the implant status when these episodes occur again, and there were no falls or trauma related to the issue. Later on date notified it was confirmed that the impedance is at 1974 ohms on he left and therapy impedance on the right is 958 ohms, within normal range, with the patient getting good symptom control. The patient's indication for implant is essential tremor and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.